Event description:
It was reported there was trouble reconnecting with the device while the patient was in the post-anesthesia care unit (pacu). It was reported the clinician programmer was showing that there was interference. It was noted oxygen and EKG was turned off, and the patient had no bandages on. It was later reported the patient changed rooms from the pacu to a general recovery area. Normal telemetry was achieved and the patient¿s implantable neurostimulator (ins) was reactivated without further incident. The cause of the telemetry was undetermined, but ¿likely due to the infra-red o2 monitor.¿ there were no patient symptoms reported.

Manufacturer narrative:
(B)(4).